Event description:
The customer was getting elevated results for a week and then collapsed at home. The co-workers tried to call when patient didn't show for work. The spouse was called and spouse went home and took patient to the ER. Spouse used the device to check the blood glucose and the result was 363 mg/dl. At the ER the glucose was 40 mg/dl. Patient received treatment in the ER for 4-5 hours to stabilize the glucose before being released. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.